Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female underwent who primary breast reconstruction with 650 cc mentor memoryshape breast implants issues on each breast post procedure. The left breast was swelling and hanging lower than the right breast. The right breast began to feel lumpy and the patient experienced burning and tenderness under the lower right breast area. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report relates to the right prosthesis. See 1645337-2019-12138 for contralateral prosthesis report.